Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced occipital headache, sensation of tampering, electrical strokes, frequent sensation of dizziness, post-operative craneocervical neuralgia, and other specified headache syndromes. Physical examinations were conducted on two occasions, which confirmed the symptoms manifested by the patient. The electrode contact location was noted at the neurostimulator site. The relationship of the event to the therapy was assessed as possible, and the relationship to the implant procedure was assessed as probable. More specifically the device tract was listed as related. Abilateral suboccipital c2 and c3 block was performed as a surgical intervention. The outcome was resolved without sequelae.